Event description:
The customer reported that the system 6 aseptic housings were opening up on several occasions. After return to the manufacturer facility, it was found that the delrin ball is missing from the latch mechanisms which can cause the housings to open up and expose the non sterile battery to the surgical site. There was no medical intervention or adverse consequences reported.

Manufacturer narrative:
The customer complaint, housings have opened, was duplicated. Through visual inspection, the technician confirmed that the delrin ball was missing and the hinge and guide rails were broken due to improper sterilization. Based on similar complaints, possible causes of a missing delrin ball include wear and tear, mechanical damage to the delrin ball that can cause it to shatter, or degradation of the delrin ball due to extended autoclaving. Device is placed in parts retention.